Event description:
It was reported that the patient had a left tha on (B)(6) 2014. The patient was intoxicated and fell, that caused a peri prosthetic fracture around the femoral stem. The patient was brought to surgery to remove stem and replace with biomet across revision stem. Back inserts for tritanium cup were brought in and since there was no damage to the polyethelyne, the doctor opted not to replace it.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding periprosthetic fracture after a fall involving an abgii no4 cementless left v40 was reported. The event was not confirmed. Device evaluation and results. The reported device was not returned for evaluation. Medical records received and evaluation indicated that insufficient medical records were received for review with a clinical consultant. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review. The complaint history review indicated there have been no similar previously reported events for the same lot number the exact cause of the event could not be determined because the reported event could not be confirmed based on the information provided. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had a left tha on (B)(6) 2014. The patient was intoxicated and fell, that caused a peri prosthetic fracture around the femoral stem. The patient was brought to surgery to remove stem and replace with biomet across revision stem. Back inserts for tritanium cup were brought in and since there was no damage to the polyethelyne, the doctor opted not to replace it.